Manufacturer narrative:
The return date was previously entered incorrectly. Should be (B)(6)2020 the device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-10385. It was reported that the patient expired on (B)(6) 2020. There is no allegation from a healthcare professional that the death was device related. The cause of death was a heart attack. No additional information was reported.